Event description:
It was reported that a patient experienced atrial fibrillation. It was reported that approximately six months following a pulsed field ablation procedure, the patient experienced atrial fibrillation (af). Electrical defibrillation was performed, and the patient was able to recover from the event without the need for additional hospitalization. This case has been reported to be associated with worsening of pre-existing conditions (other than af). The device is not expected to return for analysis as it was discarded. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as 01aug2025 as the specific day is unknown, but the provided date was an unknown date in august 2025. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.